Event description:
It was reported that patient was unable to obtain adequate coverage despite reprogramming. X-ray revealed two leads that have retracted out of the spinal canal. The patient underwent revision procedure and was doing well postoperatively. The explanted device components were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6).